Event description:
Event description cpi received information that this ICD was at eol battery status 19 months after implant. A fault code 5 (>30 second capacitor charge, eri battery status) occurred during capacitor reform.